Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported an unspecified amount of tampons had strings that were too short making the tampons difficult to remove. She noticed prior to use and still used the tampons. She was able to remove the tampons and did not seek medical attention.